Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Technical support arranged for replacement charging supplies to be sent to resolve the issue.